Event description:
It was reported that a patient had 2 endeavor sprint rapid exchange (rx) stents implanted on the day of the index procedure. A potential mi occurred approximately one year and 2 months from the index procedure. No other clinical sequelae were reported.

Manufacturer narrative:
Evaluation: results: (B)(4) inherent risk of procedure (mi), (B)(4).

Event description:
Additional information reported that the patient suffered another mi event approximately 32 months post index procedure. It was not assessed whether this event was related to the study stent.